Event description:
There was no patient involved in this event. Delay in speech prompts following language change.

Manufacturer narrative:
Exemption number (B)(4). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4) (importer). The pad-pak was first installed successfully on the (B)(6) 2015. The device records 8 manual power ups on this date all of which record the same language group. A test pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. At the beginning of the power cycle the device failed to give the speech prompt "adult patient." No warnings were given at shutdown and the status led continued to flash green. However the device was giving audio prompts in french and not in us english as detailed in saver evo. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. Investigation found that the device language was never successfully changed. The error during the language change could have been caused by a problem with the user pc or the usb may have been disconnected prematurely during the process. Previous experience has shown that faults of this nature can cause the chip to become locked preventing any further programming. With a new speech chip installed the device language was then successfully reprogrammed, all subsequent speech prompts were correct.